Manufacturer narrative:
Device was received with pump error 43 alarm due to moisture damage on motor electronic assembly. Unable to verify device test failed alarm due to pump error 43 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump had a broken force sensor was detected during seating or regular delivery and the reservoir was leaking on reservoir compartment. Customer's blood glucose value was 320 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. Customer stated insulin pump failed the displacement test. Customer stated insulin pump was not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis while the reservoir will be returned for analysis.